Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no delivery alarm. The customer¿s blood glucose level was 250 mg/dl and 300 mg/dl. Customer was assisted for displacement test and the insulin pump was able to detect that there was not a reservoir in the insulin pump. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.